Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The serial number was unknown. The device manufacture date was unknown. (B)(4).

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the motor device over heated during use. It was reported that there was a thirty minute delay to the surgical procedure. It was further reported that the procedure was completed successfully using a spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.